Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system and after pocket closure, the s-ICD was activated and a 10-joule synchronous shock delivered with a resulting impedance of 59 ohms. Afterwards, all three sensing vectors were tested, and large artifacts were observed. The device was quickly deactivated in order to avoid inappropriate shock delivery to the patient. The pocket was reopened, and it was observed that the electrode was not pushed far enough into the connector. The physician corrected the connection issue, and the procedure was completed. Besides re-intervention, no other adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during implant of this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) system and after pocket closure, the s-ICD was activated and a 10-joule synchronous shock delivered with a resulting impedance of 59 ohms. Afterwards, all three sensing vectors were tested, and large artifacts were observed. The device was quickly deactivated in order to avoid inappropriate shock delivery to the patient. The pocket was reopened, and it was observed that the electrode was not pushed far enough into the connector. The physician corrected the connection issue, and the procedure was completed. Besides re-intervention, no other adverse patient effects were reported. This s-ICD system remains in service.